Event description:
Subsequent to the initial report, returned device analysis confirmed that there was no peeling noted on the tip as there is no polymer cover. The account most likely was referring to the stretched coils when they reported peeling of the tip. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Device code 1454 removed. Evaluation summary: a visual and dimensional inspection was performed on the returned guide wire. The reported separation and stretched coils were confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection, occlusion and myocardial infarction are listed in the instructions for use, hi-torque guide wire, pta, ptca, stents ce as known patient effects of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. A conclusive cause for the reported patient effects of myocardial infarction, heart failure, pericardial effusion and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified right coronary artery that did not have tortuosity and was 80% stenosed. The patient presented with angina and a 190 cm versaturn guide wire was used. However, the device met resistance with the anatomy during advancement, and caused a dissection in the lesion. This resulted in a distal occlusion of the vessel. Therefore, the device was replaced with an unspecified pilot 50 guide wire. However, it was noted outside the anatomy that the cover of the versaturn guide wire was peeled off at the tip, the tip was separated and the coils were stretched. It was reported that no foreign material was left in the anatomy. An unspecified stent was then implanted to treat the proximal part of the dissection; however, it was not possible to treat the distal part. The procedure was aborted and the patient experienced a myocardial infarction. Therefore, the patient was transferred to the intensive care unit (ICU) for additional treatment. The patient is recovering and is receiving intravenous treatment for right-ventricular heart failure exacerbation. Additionally, medication was administered including colchicine to treat pericarditis. No additional information was provided.